Event description:
The caller requested assistance with applying a lock feature to prevent the customer from delivering a bolus over night while asleep. It was stated that the customer was able to press the button and programmed a bolus that caused her blood glucose to drop. The blood glucose reading was 37mg/dl. The caller stated that she had called the paramedics in the past due to the same issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.